Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor was returned for evaluation: DHR - lot 7018357 sn (B)(6), conformed to the specifications when released to stock failure analysis - the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter material or connector; icp express read 513; the device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the exact root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an icp sensor (ID 626631) was implanted in a patient with severe head injury and was decompressing. After 3 days the codman monitor didn¿t show any results and was showing the message: " transducer zeroing error". Monitor and cable were replaced 3 times without success. Therefore, the sensor was explanted and stopped monitoring since the patient was in a very difficult situation ( head injury and went through decompression) so they didn¿t want to have him go through another implantation. Patient was in intensive care unit, and died due to heart failure.